Event description:
It was reported that drug solution did not come out from the basal continuous infusion line, while flow was confirmed in the pca line during filling. The drug(s) involved is unknown. The infusor was filled by an anesthesiologist, but not primed. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Additional information was requested and is not available. This report is 1 of 3.

Manufacturer narrative:
(B)(4). The device was returned for evaluation with a patient control module connected. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed by re-filling the sample with water to its nominal volume. After fill, the pcm's button was pushed and flow was visually observed at the basal luer. The evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The lot 13e062 was manufactured between may 24, 2013 and may 28, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample has been received and the evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.